Event description:
It was reported that while using the device during the procedure, the electrode burned the nasal mucosa of he patient, causing a small wound. The patient was checked for injury and disinfected and a new electrode was used to complete the surgery.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event could be not confirmed, because of the device has not been returned and no further information could be provided; although, additional information has been requested regarding the reported event. Corrected data: original catalog number reported on initial emdr was n103a and later discovered to be catalog n104a. Related to the lot code the relevant inspection and quality documents have been reviewed. The review showed that the product was manufactured in accordance with the specification and accepted into final stock with no reported discrepancies regarding the reported event. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that while using the device during the procedure, the electrode burned the nasal mucosa of he patient, causing a small wound. The patient was checked for injury and disinfected and a new electrode was used to complete the surgery.